Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 5 events were confirmed during testing. Five devices were found to be affected by corrosion on the safety bar. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was not able to be put into safe mode, a condition in which the device has the potential to run unintentionally. There was no patient involvement; no patient impact.